Manufacturer narrative:
This report is submitted on november 7, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to explant the device for unknown reasons. Additional information has been requested but has not been made available as of the date of this report.